Event description:
(B)(4). Endometrioma, ablation, painful periods, bloating, extreme weight gain, joint pain, excessive bleeding with periods, increasing debilitating migraines, low vitamin d, bowel issues coinciding to periods.